Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso) it was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use reported in the initial report is from IFU for impella cp with smart assist system ,section: potential adverse events (united states), which now includes statement "cardiac or vascular injury (including ventricular perforation).¿ added-b5 mso review d4-updated model number added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old female was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for support of a patient admitted in cgs/ami (cardiogenic shock / acute myocardial infarction) . The pump was placed femorally and the peel-away was removed. The patient developed a hematoma at that site which prompted intervention. Manual hold and 2 units of rbcs were given. The pump remained on for support until md spoke to family and the patient expired.